Manufacturer narrative:
External insulation abrasion was noted at 7.0-7.5cm from the connector pin consistent with lead friction to the ICD can. The silicone insulation was intact at this location. External insulation abrasion was noted at 19.0-20.0cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that when an asymptomatic patient presented in-clinic with a vibratory alert, noise was observed. The noise was able to be reproduced with pocket manipulation. The lead was explanted and replaced. Abrasions which appeared to be the result of can on lead contact was noted. The replacement procedure was uneventful and the patient will continue to be followed-up normally.